Manufacturer narrative:
The company rep examined the sys and could not replicate the problem reported. Preventative maintenance (pm) was performed. The sys was then tested and met all product specifications. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A material mgr reported a series of events with their cataract systems. This report is for the third system brought in during a cataract extraction with intraocular lens implant procedure. The system would boot up and then shut down a few minutes later. After rebooting the system again the surgery was completed with no harm to the pt.